Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) and suspected the device was not working well. A surgical procedure was performed in which an atrophied urethra was identified. During the procedure the physician only removed the components. There were no device malfunctions associated with the device and its connectors. The patient did not experience any adverse events following the intervention. The physician decided that the patient was too at risk for possible infection and complications; therefore, the patient would need to heal before being reimplanted. The physician also would advise to refer the patient to an urologist specialized in difficult cases.